Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the surgeon was able to used the device at first without problem, however the tip got locked in the middle. After squeezing the handle and the jaws part was closed, normally if open the handle, the jaws part should open and be released, but this time it was squeezed and the handle did not move as it was. In addition the device could not be removed from the tissue temporarily because the jaws locked. To resolve the issue, a new clip was inserted from another trocar and fired again on the central side of the locked clip and used another device in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found malformed clip in the jaws. The jaws of the instrument were out of alignment. It was reported that the jaws of the device remained closed on tissue after firing and the clips did not load properly into the jaws as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if one of the clip legs was caught outside of the jaw, resulting in clip malformation. Recessed jaws condition can occur if the jaws were impacted forcing the jaws into the shaft. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.